Manufacturer narrative:
Battery not charging was verified. Usb cable not charging issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified as charging cable was not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Additionally, it was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.